Manufacturer narrative:
The pump was received with cracked and bleeding on lcd glass, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The pump was unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to damaged lcd glass.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged. The customer states there was black ink covering the screen. The customer's blood glucose level at the time of incident was 380mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.